Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow up MDR will be submitted.

Event description:
It was reported that during surgery the middle size cutter was only meshing one half of the skin graft. The graft was still able to be used with no additional graft harvested. Subsequently this caused no patient harm and there was a delay of 15 minutes. No adverse event was reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. On (B)(6) 2018, it was reported that during surgery the middle size cutter was only meshing one-half of the skin graft. The customer returned a skin graft mesher device, serial number (B)(4), for evaluation. The customer also returned a 1.5:1 ratio cutter, serial number (B)(4), a 2:1 ratio cutter, serial number (B)(4), and a 4:1 ratio cutter, serial number (B)(4), for evaluation. The device history record (DHR) review of skin graft mesher serial number (B)(4) noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has not previously repaired/evaluated skin graft mesher serial number (B)(4) as documented in the repair reports in livelink. The device history record (DHR) review of skin graft mesher 1.5:1 ratio cutter, serial number (B)(4) noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has not previously repaired/evaluated skin graft mesher 1.5:1 ratio cutter, serial number (B)(4) as documented in the repair reports in livelink. The device history record (DHR) review of skin graft mesher 2:1 ratio cutter, serial number (B)(4) noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has not previously repaired/evaluated skin graft mesher 2:1 ratio cutter, serial number (B)(4) as documented in the repair reports in livelink. The device history record (DHR) review of skin graft mesher 4:1 ratio cutter, serial number (B)(4) was unable to be performed as the DHR associated with this serialized device was unavailable for review at the time of processing this complaint. This issue is being further investigated in issue evaluation (B)(4). Zimmer biomet surgical has not previously repaired/evaluated skin graft mesher 4:1 ratio cutter, serial number (B)(4) as documented in the repair reports in livelink. Product review of the skin graft mesher by zimmer biomet (B)(4) on september 4, 2018 revealed that the unit was transported in the sterilization case with the cutters found loose inside (see photos in repair record). The side plate on the ratchet side was found to have a missing bearing. The ratchet was jammed and the inner surface where the gear rotates was worn and there were marks found. The comb was damaged with sharp points on the bottom edge. The pretests could not be performed due to the damaged comb. The 1.5:1 ratio cutter, serial number (B)(4), 2:1 ratio cutter, serial number (B)(4), and 4:1 ratio cutter, serial number (B)(4) all produced an incomplete cut and were deemed non-repairable. Repair of the skin graft mesher was performed by zimmer biomet (B)(4) on september 4, 2018 which included replacement of the side plates, roller, bearings, washers, shoulder bolts, cap nuts, comb, detents, carrier guide, screws, and ratchet. Skin graft mesher, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during the product review it was noted that the revealed that the unit was transported in the sterilization case with the cutters found loose inside. The side plate on the ratchet side was found to have a missing bearing. The ratchet was jammed and the inner surface where the gear rotates was worn and there were marks found. The comb was damaged with sharp points on the bottom edge. The pretests could not be performed due to the damaged comb. The 1.5:1 ratio cutter, serial number (B)(4), 2:1 ratio cutter, serial number (B)(4), and 4:1 ratio cutter, serial number (B)(4) all produced an incomplete cut and were deemed non-repairable. The root cause of the reported event could not be specifically determined with the information that was provided. During the product review it was noted that the unit was transported in the sterilization case with the cutters found loose inside. The side plate on the ratchet side was found to have a missing bearing. The ratchet was jammed and the inner surface where the gear rotates was worn and there were marks found. The comb was damaged with sharp points on the bottom edge. The pretests could not be performed due to the damaged comb. The 1.5:1 ratio cutter, serial number (B)(4), 2:1 ratio cutter, serial number (B)(4), and 4:1 ratio cutter, serial number (B)(4) all produced an incomplete cut and were deemed non-repairable.it is unknown with the information that was provided how this occurred. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. No further conclusions can be drawn from the complaint history review that warrants further action.